Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was at 300 mg/dl. Customer states sensor glucose was 57 and blood glucose was 400 mg/dl. After troubleshooting, customer was advised to remove sensor and insert in a different location. No further information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.